Manufacturer narrative:
Device not accessible for testing: (4117/213): at this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested from the customer with regard to the repair and status of the iabp. A supplemental report will be submitted when additional information is provided. Device not returned to manufacturer.

Event description:
It was reported that during use on a patient, the screen had gone out on the cs300 intra-aortic balloon pump (iabp). The customer's nurse stated the iabp was still providing therapy, but the screen had gone blank. The nurse stated they had located a second iabp console but did not need assistance transitioning the therapy to another iabp. The nurse just called to report the issue. No interruption in therapy had occurred. The nurse labeled the iabp console for the biomedical team to repair it. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Corrected fields: e1 (event site telephone: (B)(6). At this time, the customer has not requested getinge to evaluate the iabp. Additional information was requested from the customer with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted.

Event description:
N/a.